Event description:
It was reported that the intraocular lens (iol) was explanted from a patient's left eye due to negative dysphotopsia. The patient complained of seeing halos. Another competitor lens of 23.5 diopter was used as the replacement. There were no surgical and/or medical interventions required. There was no other injury and the patient was doing ok post-operation. No further information was provided.

Manufacturer narrative:
Age: unknown, information not provided. Ethnicity: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 1, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. The product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.